Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and this 19 mm sjm trifecta valve was implanted in the patient's heavily calcified annulus. Follow-up imaging at an unknown time interval revealed severe aortic regurgitation of the valve as the leaflets did not coapt properly. A tee performed subsequently confirmed early structural valve deterioration. On (B)(6) 2016, the valve was explanted and a perceval valve (size unknown) was implanted. At the time of explant the leaflets of the trifecta valve appeared to be rigid and there was folding of the leaflets noted. It was reported the patient has been discharged from the hospital.